Event description:
During surgery it was discovered that the plastic tip that protects the harmonic blade was separating from the metal tip. The device was removed from the sterile field. No complications resulted from the event. This was reported to the manufacturer by the unit director. (B)(4).